Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature article title ¿interaction between renal function and percutaneous edge-to-edge mitral valve repair using mitraclip."

Event description:
This is filed to report prolonged hospitalization. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: death, prolonged hospitalization, and failure to deploy. Specific patient information is documented as unknown. Details are listed in the article, titled, "interaction between renal function and percutaneous edge-to-edge mitral valve repair using mitraclip." No additional information was provided.